Event description:
It was reported that they were not able to adjust stimulation. It was noted that the patient had trial leads placed on the day of the report, and when they tried to increase stimulation from 6.8 to 6.85, there was an upper limit screen on the patient programmer. It was noted that the limits were set to full range. When the patient programmer and external stimulator were switched out and tried increasing stimulation with the patient programmer, the reporter stated they saw an out of regulation (oor) message on the patient programmer and was unable to increase stimulation. It was noted that they lost stimulation on one of the two leads post procedure but had stimulation on both leads during the procedure/on the table. It was further noted that there were issues with impedances. The reporter noted that impedances were 400-500 ohms right after lead placement before the oor issue. When impedances were rechecked at the time of the report, there were high and low values of 524 to 1363, but out of range values showed shorts with all pairs between 4, 5, 6 and 7. It was further reported that the patient had stimulation in the wrong location. The reporter noted that the patient was getting appropriate stimulation on the table. When the patient was moved to a chair, the patient received appropriate stimulation on the right lead and the left lead was providing stimulation in the belly. The pulse width and electrode patterns were adjusted, but they were not able to get the stimulation out of the belly. An x-ray was taken and it did not appear that the lead had shifted or was in the ¿gutter.¿ it was noted that the trial patient had technical difficulties on the cable and impedances. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37022, serial# unknown, product type external neurostimulator; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead; product ID 3555-31, product type screening device; product ID 37022, serial# unknown, product type external neurostimulator; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013 product type lead. (B)(4).